Manufacturer narrative:
Initial reporter postal code: (B)(6). Manufacturing date: february 1, 2017 ¿ february 2, 2017. The devices were not returned; however, photographs were received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photographs show evidence of fluid inside the overpouch that contains the devices. The reported condition was verified. The location and cause of the leak could not be determined from the photographs. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors were leaking into their plastic overpouch. This was identified before use, there was no patient involvement. No additional information is available.